Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cracked housing and water leaked out. There is unknown patient involvement and no patient harm reported.

Manufacturer narrative:
D9: date returned to mfg.: 9/30/2024. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿cracked housing and leak¿ was verified by functional testing. The probable cause was unknown. No action was taken due to the condition and/or age of the device. It was deemed beyond economical repair and will be scrapped. This issue has no history of associated risk.